Event description:
During an anterior cervical fusion, upon completion surgeon went to remove pin and pin broke on shaft about 8-10 mm into the bone. Not able to retrieve. Determined to leave broken piece in there, due to risk of damaging vertebral body if attempted to retrieve. Surgery prolonged 15-20 minutes. Pt is fine.